Event description:
It was reported that the patient was bothered by glare and halo/circles after implantation of preloaded intraocular lens(iol). The patient also had 20/32 for distance vision. The surgeon determined that the patient was -0.75 d so the suggested the patient to wear contact lenses for a few days to see if that made things better. Apparently the patient confirmed things were much better. As a result, the surgeon had planned to exchange the patient's current lens for a different model. No other information is available.

Manufacturer narrative:
Section d6b: if explanted, give date: not applicable, remains implanted in the eye. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.